Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The proximal and mid rca were pre-dilated and two stents were placed. Afterwards it was determined that the distal rca required a stent as well. The stent was attempted to be placed, but it was unable to cross the lesion. When withdrawing the device the stent was caught in the stent strut of the proximal stent. The guideliner was advanced to the stent and this caused the stent to dislodge. The dislodged stent was successfully crushed in the artery.